Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the consistently clock of insulin pump was running slow. Customer's blood glucose level was unknown. The device will not be returned for analysis.

Manufacturer narrative:
Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. No frozen screen noted during test and time clock advances properly.